Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device rebooted during operation. No injury has been reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita xl was manufactured in march 2010 and was analyzed by the hospital¿s biomed. The log files and the pcb paediatric-flow suspected to be faulty were provided for the investigation at the manufacturer. Based on the log entries it could be confirmed that on (B)(6) 2018 at 14:12 the device performed multiple warmstarts due to a detected hardware deviation until it was switched off by the user 4 minutes later. Hardware analysis determined that an overheated ceramic chip capacitor on the pcb paediatric-flow led to the reported malfunction. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. As the hardware deviation could not be rectified by a warmstart, ventilation could not be not be continued. The device is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment and the risk of fire is minimized as the electronics are designed in accordance to the requirements of the underwriters laboratories.